Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. Unable to verify operating currents or test for battery out limit alarms due to no button response. No whining sound noted. The device had cracked battery tube threads, cracked reservoir tube lip, and a scratched lcd window and case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The blood glucose at the time of the incident was 239 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.